Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) noted this patient is not on latitude nxt and is unable to review the event however the field representative states a diverted shock occurred. Ts notes the next shock is committed and the event must have fallen into the ventricular fibrillation (vf) zone. Ts discussed programming options which would be clinical decisions for this patient. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.